Event description:
It was reported that bd¿ insyte 24ga x 0.75in catheter was damaged. No serious injury or medical intervention was reported. Verbatim: "at the moment of removing the peripheral catheter from the transparent cap, the twisted core and the fissured catheter are observed."

Manufacturer narrative:
H.6. Investigation summary: a quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that bd¿ insyte 24ga x 0.75in catheter was damaged. No serious injury or medical intervention was reported. Verbatim: "at the moment of removing the peripheral catheter from the transparent cap, the twisted core and the fissured catheter are observed."

Manufacturer narrative:
H.6. Investigation summary: according to visual analysis of the sample photo the needle is bent. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. Based on the investigations, it has been found that the root cause for this incident can be caused by a delay of the guiding and transfer claws - station # 3 and # 4 chassis 1 (claw marks and kneads the cannula) or a misalignment on station plate # 6 chassis 1. This failure may have caused the piece with the body of the kneaded cannula reached the chassis # 02 acam machine # 01. This failure may have generated the part with the body of the crushed cannula that reached the # 02 chassis of the icam # 02 machine. In order to mitigate the crumpled needle defect, a problem investigation was made using the blitz methodology, which generated the following actions: include verification of pneumatic adjustment of guiding jaws and placement of cannula in cannon in icam's preventive maintenance roadmap. Include station 6 plate alignment and polishing check in icam's preventive maintenance roadmap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte 24ga x 0.75in catheter was damaged. No serious injury or medical intervention was reported. Verbatim: "at the moment of removing the peripheral catheter from the transparent cap, the twisted core and the fissured catheter are observed."